Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper lever cap leak. It was reported that during preparation of the clip delivery system (cds), after the gripper lever was positioned and the cap was de-aired, it was not possible to get a tight seal on the gripper lever. It was decided that the clip was not needed and the results were satisfactory. No additional device was used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and based on the information provided and without the device to analyze, a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.